Event description:
Unit will not run on batteries for more than about 10 mins and sometimes unit will run about 2 hrs. Unit went inoperable while on a pt with error code 40 and 53. No pt injury was reported.